Event description:
On 5/14/1998 the account reported (20:34 pm) an erratic troponin I result of 13.1 ng/ml on a sample (drawn 17:45 pm), which was run on the axsym analyzer. An alert or flag was not given with the erratic result. The sample was retested, giving 0.7 ng/ml, which was reported (21:02 pm). According to the account, the erratic result was due to fibrin. No report of injury.